Event description:
Consumer reported, she feels that she may be taking too much insulin because, the scale markings may be off. Consumer felt low and they called the ambulance, blood sugar was 40. Consumer was treated with medication at the hospital and then released. Consumer takes between 2-7 units during the day depending on her meals.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.